Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the distal tips of three moss miami si final tighteners became stripped while trying to tighten a single innie set screw. The affiliate has attributed the stripping of the final tightener tips to the torque wrench handle that was being used to final tighten. As reported, the torque wrench handle did not click as it supposed to when it reached the torque limit. Stripping of the final tighteners is not reported to have resulted in any adverse consequences to the patient. There was no delay. The following mfg. Medwatch reports are being filed for the three moss miami si final tighteners and the one torque wrench handle that were involved in this event: 1526439-2014-12088, 1526439-2014-12089, 1526439-2014-12090, 1526439-2014-12091.

Manufacturer narrative:
The mmsi final tightner was returned for evaluation. Visual inspection revealed that approximately 1mm to 2mm of the distal tip was damaged in the direction of tightening. This damage is consistent with a driver that was not fully seated but on axis during use. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis found no systemic trends that require further action. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. Additionally, the torque wrench associated with this complaint was found to exceed its upper specification limit and is another probably contributing factor. No issue has been identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer. No systemic trends have been observed in this complaint file. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the distal tips of three moss miami si final tighteners became stripped while trying to tighten a single innie set screw. The affiliate has attributed the stripping of the final tightener tips to the torque wrench handle that was being used to final tighten. As reported, the torque wrench handle did not click as it supposed to when it reached the torque limit. Stripping of the final tighteners is not reported to have resulted in any adverse consequences to the patient. There was no delay. The following mfg. Medwatch reports are being filed for the three moss miami si final tighteners and the one torque wrench handle that were involved in this event: 1526439-2014-12088; 1526439-2014-12089; 1526439-2014-12090; 1526439-2014-12891.